Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v device was being used during a robotic cholecystectomy procedure on approximately 01jun25 when it was reported airseal lost pneumo out of nowhere. The patient ended up having a stroke. They are wanting to send in the unit asap and get it looked at.¿. Further assessment questioning found that there was a rapid loss of pneumo. No alarms or warnings happened during the event. The procedure was completed with the use of an alternate standard insufflation device. It was also reported that the gallbladder was disintegrating during the procedure. The patient¿s current condition was reported as ¿stable¿ stayed hours at the hospital. This report is being raised on reported injury due to the patient having a stroke.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history was reviewed and no relationship to this complaint was found. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 67 complaints, regarding 67 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised to always use the proper tube set for the device. The tube outlet may only be connected to instruments which are intended for intra-abdominal co2 insufflation. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120vdevice was being used during a robotic cholecystectomy procedure on approximately (B)(6) 2025 when it was reported airseal lost pneumo out of nowhere. The patient ended up having a stroke. They are wanting to send in the unit asap and get it looked at.¿. Further assessment questioning found that there was a rapid loss of pneumo. No alarms or warnings happened during the event. The procedure was completed with the use of an alternate standard insufflation device. It was also reported that the gallbladder was disintegrating during the procedure. The patient¿s current condition was reported as ¿stable¿ stayed hours at the hospital. This report is being raised on reported injury due to the patient having a stroke.